Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, new to the ilet system, disconnected the ilet and used multiple daily injections per prior instruction, after which the ilet battery depleted and the device was not connected to the dexcom g7; following a partial charge, a full supply change was completed and insulin delivery was resumed, and the g7 was re-paired with guidance to enter manual bgs while the sensor reconnected. Symptoms included hyperglycemia with a reported peak of 314 mg/dl lasting about three hours, without alerts due to loss of cgm connection, and without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no medical intervention, and self-management without assistance. Investigation included troubleshooting and education on supply change, device charging, cgm reconnection, and interim manual bg entry. Investigation of this case revealed high glucose associated with device disconnection and loss of cgm communication, with no device component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.